Event description:
It was reported that the scope went dark during the procedure. A back up scope was available to complete the surgery. No patient harm reported.

Manufacturer narrative:
An evaluation was performed by the supplier and could confirm the customer complaint for the scope is dark. A visual inspection was performed and showed the outer tube bent with internal cracked lenses. No manufacturing related defects. No further investigation is required.